Manufacturer narrative:
Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with partially broken off reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overly texture, cracked case on battery tube area, cracked battery tube threads, severely faded end cap address label, peeling end cap address label and corrosion in battery tube. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the top of reservoir compartment was detached. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.